Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found occlusion in the waste line. Fse cleaned and flushed the waste line to remove occlusion. Fse observed no further leaks. Instrument resumed operation. (B)(4).

Event description:
The customer reported the cap piercer sprayed liquid on the shuttle area and there was fluid on the sample caps on their unicel dxc 600 pro synchron clinical chemistry system. A small amount (1 - 2 ml) leaked fluid was contained to the instrument. The operator wore a lab coat, gloves and eye protection while troubleshooting. No one was injured. No erroneous results were generated.